Manufacturer narrative:
(B)(4). The customer returned one-unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the rotation tab bent. The sample appears used as there is biological material present on the device. Dimensional inspection was not required as a part of this complaint investigation. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound was heard indicating that the internal ratchet ears were broken. The first clip became stuck in the bent rotation tab. No clip was in the next position of the channel. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The proximal end of the feeder was slightly bent. The sample was returned with 3 clips remaining in the channel, indicating that 12 clips were fired by the end user. Other remarks: the broken ratchet caused the clips to become out of position and stack on one another in the channel. The broken ratchet prevented the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues. The device history review for the product auto endo5 ml lot # 73e1900523 investigation did not show issues related to complaint. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The broken ratchet prevented the clips from loading properly. It could not be determined what exactly caused the ratchet ears to break but a CAPA has been previously opened to further investigate loading and feeding issues. The reported complaint of "clip fell from applier" was confirmed based upon the sample received. One sample was returned with the rotation tab bent. Upon functional inspection, the internal ratchet ears were found broken. The broken ratchet caused the clips to become out of position and stack on one another in the channel. The broken ratchet prevented the clips from loading properly. Although the reported complaint was confirmed based on functional testing, it could not be determined what exactly caused the ratchet ears to break. CAPA has been previously opened to further investigate loading and feeding issues.

Event description:
It was reported that, the clip will slip away, and the applier cannot fire. Note: prior to use on a patient during inspection/functional testing. Additional information: after receiving the samples, the qa team confirmed that the samples appears to be used as there is biological material on all of them. The customer reported that the patient's condition is stable and the procedure was done by other ligation clip. No clips fell inside the patient; the clip got stuck in the applier.